Event description:
Since I¿ve had my breast implants (B)(6) 2016, I have lost hair, been extremely tired. Cannot get off couch. My body aches all day. I¿m too tired to do anything. I¿ve never had immune issues but labs were done last year and labs came back positive for autoimmune disorder. My joints hurt and my doctors are all out of options. They do not know what to do and neither do I, I need help and if my implants are the problem I would like to know.